Event description:
Approx 20% of the needles are detached from the syringe barrels in each sealed container. The needles and the needle-less syringes have to be discarded, producing excessive and expensive waste.